Manufacturer narrative:
Additional information stated the lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient complained of chest pain. An echocardiogram revealed this right ventricular (rv) lead perforated the patient's right ventricle tissue. The rv lead was removed and replaced with an alternate. No additional adverse patient effects were reported.